Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8860742 common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8860742 common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8860742

Event description:
Related manufacturer reference number: 1627487-2024-07225 it was reported that patient experienced ineffective therapy. Troubleshooting and reprogramming was attempted to no avail. Targeted pain pattern is penis and rectum. There are no low or high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
H6 - investigation conclusions code "24 - cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.